Event description:
Customer reported scratches on the insulin pump and stated that they are unable to see the screen. Customer's blood glucose reading at the time of the call was 84 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.